Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a hot biopsy procedure. According to the complainant, the user intended to perform a hot biopsy of a small polyp located in the patient's colon. However, it was noted that cautery was successful at one location within the colon, but unsuccessful at the next. The staff checked "all aspects that could involve error," including physician technique, and no issues were found. The active cord was replaced as well, which did not resolve the issue. Ultimately, the user turned the mode selection knob to a different mode and then turned the knob back, after which the unit's ability to cauterize was restored. The procedure was then completed using the same endostat ii with no patient complications; however, the unit was removed from service following the procedure.

Manufacturer narrative:
(B)(4) for the reported event: generator failed to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.